Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the ventricular port was broken. It was additionally noted that the red display wire was pinched and its insulation exposed and that the battery wire was pinched but its insulation was not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that the external pulse generator's ventricular port was broken. The generator was returned for service. There was no patient involvement.